Manufacturer narrative:
(B)(4). Batch # m9371n. The device received was returned with the tissue pad with no apparent damage and properly attached to the clamp arm and not detached as reported by the customer. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components and no anomalies were found. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). Date sent: 08/30/2016. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a hysterectomy by video procedure, the harmonic bistoury broke in the beginning of the surgery. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The piece broke (white blade) falling into the cavity of the patient, in which the surgeon removed in the same procedure. The generator did not show anything. The piece did not melt, it simply released from the product arm.